Event description:
Customer alleged discrepant, back to back blood glucose results of 280 mg/dl and 120 mg/dl when testing was performed within 5 minutes on the advantage system. Customer reported no symptoms and did not change treatment or act on the results. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.